Event description:
Customer reportedly obtained a result of 553 mg/dl on the gts advantage test system, while a comparison lab returned as 192 mg/dl. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect test system and replacement was sent.